Manufacturer narrative:
Concomitant products: product ID 377845, lot # v423042005, implanted: (B)(6) 2010, product type lead; product ID 377860, lot # v492060019, implanted: (B)(6) 2010, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3550-39, lot # n257038, implanted: (B)(6) 2010, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported in that there was a medical or therapy problem and a complaint about the stimulation. When stimulation was turned on, the patient stated the device had moved out of the pocket from where it was implanted. The patient stated that their skin was pink and there was a burning sensation at the location of the device. It was uncomfortable to touch. This was reported in 2011. Later, in 2014, the patient reported that the implantable neurostimulator (ins) came out of the ¿socket¿ a ¿couple years¿ prior to (B)(6) 2014 and the doctor put it back in. The patient stated that the surgery to put it back in was ¿so long ago.¿ no outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2014-17242 for the second allegation regarding device out of ¿socket.¿